Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported to arjo representative that while patient was transferred from the commode to the wheelchair the left leg clip on sling was not attached correctly to the lift. As a consequence of the event patient fell on the floor. The resident sustained a bump on his head.

Manufacturer narrative:
The patient's weight was provided by the mistake in the initial report and it was corrected. The age of the patient was added to this report. On (B)(6) 2018 arjo was informed about the event, which occurred on (B)(6) 2018 in the good neighbor home in (B)(6). During lifting of the resident ((B)(6) male) from the commode to the wheelchair, the incorrectly fitted leg clip detached causing that the resident hit his head on the floor. When this event occurred, a nurse lowered the lift and provided the first aid and diagnosis. It was notified that the resident sustained the bump on the head that needed to be treated with an ice pack. The device involved in the event was maxi move passive floor lift, used with the passive clip sling during the resident's transfer. The exact manufacturing date of the sling could not be determined because the label placed on the sling was unreadable. The approximate date can be specified based on the clip manufacturing date - may 2015. The lift was under the arjo service and maintenance contract. The last service/ maintenance was carried out on 20 jun 2018. The device evaluation performed by the arjo technician showed that the maxi move has some signs of wear, such as paint peeling, scratched on chassis. However, they did not have any impact on the device functionality. It was working in accordance with the manufacturer's specification. It was also noticed, that the black pads were added by the customer to the hanger bar. In the technician opinion, it could be an obstacle to attaching the clip. The place where the clip needed to be fitted was not visible enough. The involved passive clip sling was in good condition however, the label was worn and unreadable. Following information included in the instruction for use dedicated to the passive clip slings (04.sc.00-int1_2) all parts of the sling should be checked before every use: "check for: fraying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, the unreadable or damaged label". If the damaged or missing sling's component is detected, the sling cannot be used. The sling involved in the event had an unreadable label. Based on the above, this sling should not be used during the transfer. The instruction for use includes procedure, how to attach and detach the clips step by step: " place the clip on the spreader bar lug. Pull the strap down. Make sure the lug is locked at the top end of the clip. Make sure the strap is not squeezed in between the clip and the spreader bar. Make sure the straps are not twisted." There is also mentioned: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". When the leg clip is not attached properly and it is under tension with the weight of the person in the sling, a resident can drop immediately after not being supported by the chair. If the information included in the instruction for use regarding using the system is followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient with the sling and lift. Based on the gathered information, the device was not properly prepared for use. The caregiver did not follow the procedure regarding clip attachment- the component was not correctly fitted and the caregiver did not make sure that the clip is correctly attached. Detachment took place immediately after starting the patient's lifting. When reviewing the reportable complaints on maxi move lift, we have found a number of cases related to this type of event: clip sling detachment during transfer. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no failure reported with the sling, nor the involved passive floor lift that could have caused or contributed to the event. The complaint was decided to be reported to the competent authority due to the potential for serious injury upon reoccurrence.